Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left atrium and has the potential to cause or contribute to tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The leaflets were thickened. The clip delivery system (cds) was advanced to the left atrium. During the initial use of the m-knob, there was an intense medial bend on the shaft causing irregular movement of the system. The decision was made to remove the cds with the undeployed clip and replace the device. A new cds was used and the mr was reduced to 1-2, with one clip implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.